Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the photograph of the device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 1891339 device history review ==> no anomalies if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of patella dr (B)(6), (B)(6) hospital, (B)(6) 2018. Patient underwent bilateral primary tkr on (B)(6) 2005 (not certain) by dr (B)(6) at (B)(6) hospital). This is the 1st revision for maltracking patella with pain, loose patella component; patient has reported anterior knee pain a number of years ago which has been getting progressively worse. X rays show that the patella is dislocating/ tracking laterally. Dr (B)(6) undertook a arthroscope on (B)(6) 2018. Upon scoping the knee, the patella component was seen to be loose. Revision surgery was scheduled for the following day ((B)(6) 2018). Upon opening the knee the patella component was loose and "floating" around the joint. It appeared that the button and broken off the 3 lugs. The patella was prepared by resecting off old bone and a new 41mm patella implanted. A lateral facetectomy and lateral release was also undertaken. Tracking of the patella was good (no thumb technique) male patient initials: (B)(6). Doi:(B)(6) 2005; dor: (B)(6) 2018; unknown knee.